Event description:
It was reported that pump displayed malfunction code and fault ID with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump and to call back if issue recurred, and acknowledged understanding of guidance.